Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm as soon as power was applied.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating secondary motor voltage too high. Visual inspection of external components found a cracked/damaged display cover and the lcd screen was a black pixel defect. Visual inspection of internal components found secondary motor out of alignment indicating secondary motor engagement. Freedom driver passed all areas of functional testing at incoming inspection. An additional 48-hour observational run was performed with no permanent alarm or secondary motor engagement. Complaint could not be replicated. Failure investigation for this complaint confirmed that the reported issue was likely due to secondary motor engagement. The complaint, however, was not replicated during testing; root cause of the continuous fault alarm and the beat rate drop was unable to be determined. Unintended secondary motor engagement is not a device malfunction. Failure investigation identified no test failures or damage that could have contributed to the complaint. Although there was some cosmetic damage identified to the display cover and lcd screen, this was cosmetic only. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm as soon as power was applied.